Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer reported that he woke up with replace battery. Customer states display is blank currently. Display did not return after pump restart. Customer stated his blood sugar is 320 customer stated he treated with shot. The customer declined trouble shooting for high blood sugar. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. However, the device was received with corroded battery tube. It passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies were noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery now alarm noted during testing or in the pump trace download. The device was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.